Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that sheared teeth on the firing rack at site of initial firing post clamp up. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a left lobe resection. While firing on the lung tissue the stapler was unable to fire. The surgeon could press the green firing button but could not squeeze the handle. A second stapler was used and a component fell off the device not into the patient cavity. There was blood loss of 500ccs or more due to the product problem but a blood transfusion was not required. The case was completed using a new device. Patient status is alive.